Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tried to pull it out and the string simply came off, resulting in the tampon being stuck [foreign body in reproductive tract]. Sharp pain in my lower stomach area [abdominal pain lower]. Painful - vagina [vulvovaginal pain]. Tried to pull it out and the string simply came off [complication of device removal]. The string simply came off [device breakage]. Case narrative: consumer reported via email that the tampon became stuck. No serious injury was reported.